Manufacturer narrative:
Testing and investigation could not confirm the customer's reported event of overdelivery. The device passed all testing including delivery and accuracy.

Event description:
Report received of an overdelivery on the secondary line. The device was programmed to deliver an unspecified medication at an unspecified rate on the primary line. The secondary line was programmed to deliver an unspecified volume of blood at at unspecified rate. The nurse reportedly, checked the pt fifteen minutes after starting the infusion and noticed the blood was almost "complete." It is unspecified how much volume infused or remained in the container. There was no reported adverse pt effects. Although requested, no additional info was provided.